Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the reported ua07 error was the defective load cells. As reported, the autopulse platform was dropped on the ground by the customer. Therefore, the broken/damaged covers and defective load cells were attributed to user mishandling. The reported complaint of "the front enclosure was noted to be broken" was confirmed during the visual inspection of the returned platform. The front enclosure was observed to be cracked. Further visual inspection revealed that the top cover had multiple cracks and broken screw sockets, unrelated to the customer's reported complaint. The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling. The damaged covers will be replaced to address the issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages; thus, confirming the reported complaint. During functional testing, user advisory (ua) 07 error message displayed upon power up the platform; thus, confirming the reported complaint. In addition, load characterization check was performed and verified that both load cells were out of specification. The defective load cells will be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message after it had fallen on the ground. It was also reported that the front enclosure was noted to be broken. No patient involvement.